Event description:
Per communication from home health nurse, "[unspecified] pump malfunction/error." Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard s/d - 40gm. Gammagard s/d indication: common variable immunodeficiency, unspecified. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Gravity tubing.